Event description:
Hamilton co was informed in 2004, of an event which occurred on hamilton microlab at +2, in which the instrument failed to pipette in a row during error recovery. No death or injury resulted from the event.